Event description:
It was reported that there may be early elective replacement indicator. It was also reported that the left ventricular (lv) lead showed high output. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2010; d274trk bi-ventricular defibrillator (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.